Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fiber bundle was streaked with blood residue. Coagulated blood was noted between the screw flange and potting cut surface at both ends of the dialyzer. Gross visual examination of the dialyzer observed a short fiber on the non-cavity ID end. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted on the non-cavity ID end (within the location of the observed short fiber). The dialyzer was then subjected to a destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; no visual damage, irregularities, or separations were identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surface/fiber bundle. Subsequent visual examination of the fiber bundle did not identify any other damage or irregularities; no loose fiber fragments, and no kinked or looped fibers identified. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Gross visual examination of the fiber bundle revealed there was a short fiber at approximately 90 degrees with the dialysate ports situated at 0 degrees. The short fiber was on the circumference of the fiber bundle at the non-cavity ID end. A leak was detected during bubble point testing within the location of the observed short fiber. Based on the investigation results, the reported complaint is a confirmed fiber leak.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an internal dialyzer blood leak occurred during treatment. The blood leak was reported to be visible in the dialysate compartment of the device. No dialyzer damage was visible. Blood test strips were not used. The machine did alarm. The patient's estimated blood loss was approximately 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturing plant.